Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to high blood glucose levels. No blood glucose reading was reported. The customer declined to troubleshoot. The customer stated that he has a lot of scar tissue where he inserts. Nothing further was reported.